Event description:
It was reported the mouthpiece had been put and cleaned in a small part case up to the present. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to patient identifiers: (B)(6).

Event description:
No additional information received from customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. The customer's allegation was confirmed due to improper reprocessing. A definitive root cause could not be identified and the device was not returned. However, based on the results of the investigation, it is likely the following led to the malfunction: improper reprocessing. Olympus will continue to monitor the performance of this device.